Manufacturer narrative:
Investigation findings: conmed linvatec received this corning reamer for evaluation and confirmed the reported problem. A visual examination found a hole at the end of the pouch, which came from inside the packaging and compromised sterility of the product. A review of product history for the past two years found no other events for this failure mode.

Event description:
Our distributor in (B) (6) reported finding damage to the package of this corning reamer described as "a pinhole". This was noted during receiving and inspection of the product. There was no pt involvement, injury or surgical delay resulting form this event.